Event description:
The customer reported via phone call that she was trying to do a pre-dinner bolus and it was supposed to deliver 5.5 units but it stopped at 3 units and had a no delivery alarm. Customer stated that the pump gave another no delivery around 2 units. Customer stated that earlier in the week, she had high blood glucose of 282 mg/dl. Customer changed the set and she found that it solved the issue. Customer's blood glucose was 155 mg/dl at the time of the incident. Customer was trying to bolus for 55 carbs when it happened. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin did exit. Customer stated that the cannula was not bent. Customer stated that insulin did not come out but blood did show up. Customer was explained that the set may have been occluded. Customer was advised to change the entire infusion set and return the set for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.